Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they "can't get this to do anything" stating "it won't bring it up higher".. Patient declined to troubleshoot over the phone. Patient was redirected to follow up with their health care professional. No symptoms were reported. No further complications were noted or anticipated.